Event description:
The customer reported that the system would not give a live image in the lateral position. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.